Manufacturer narrative:
One specimen jar was received containing five pieces of the stent. One of the segments returned was noted to have heavy encrustation as well as a second piece was noted to appear to have stretching damage on one end. Upon measuring all five segments, 5 cm of the stent was noted to be missing based upon the specified length. The patient had returned to the physician to have the stent removed per routine. When the physician was removing the stent, they observed the stent to have separated. As stated in the information for use booklet, "individual variations of interaction between stents and the urinary system are unpredictable." We are currently investigating the location of the missing segment as well as the storage conditions at the facility. As additional information becomes available, it will be forwarded.

Event description:
Dr placed the stent interoperatively in the or. Eighteen days later, he went to pull the stent out, stent was separated. An x-ray was taken at this point noting two pieces in the bladder. Dr stated he thought the stent had disintegrated into pieces. The doctor had stated the pieces needed removed, however, the patient's schedule and the hospital's schedule did not allow for the stent to be removed until approx a month later. At this time, one piece remained in the bladder and the other had migrated to the kidney. The pieces were removed using a c-arm, cystoscope and graspers under anesthetic. The patient has had no complications or side effects. Storage of the product is plastic covering over the products in the or. No complications or side effects.